Manufacturer narrative:
Investigation description: complaint was confirmed. The device was placed on a charging pad, briefly displayed the bootloader screen, and then shut down spontaneously and not fully powering on multiple times during testing. The device was then opened for inspection; no abnormalities were observed. A known-good battery was installed and device powered on successfully with no issues. The root cause for the issue was determined to be a faulty battery.

Event description:
It was reported that the ilet repeatedly powered off unexpectedly, the screen went black before the usual auto-lock, the battery percentage dropped rapidly, and the screen became unresponsive to the sleep/wake button despite charging and restarts; the user discontinued use and relied on alternative insulin therapy, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.